Event description:
It was reported by the rep the device was used during a thoracoscopic wedge resection. It was reported on the second firing, the surgeon claimed the jaws would not open to place on tissue. Another ez45g was used to complete the case. There was no consequence to the patient.